Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified issue occurred. On 10/8/2023, it was reported by the healthcare provider that the patient experienced diabetic ketoacidosis (dka) with no information about dexcom malfunction. According to the report, the patient who is a 46-year-old and a female (as per reporter, patient refused to provide info identifiers). The reporter was unable to provide other info/details. There were reportedly no continuous glucose monitor (cgm) readings provided at the event. No patient symptoms were documented. The patient was brought to hospital due to dka with coma. The patient had cardiac arrest and required 6 rounds of cardiopulmonary resuscitation (CPR). The patient's glucose level was too high that blood glucose meter (bgm) was unable to provide the reading, it just said ¿high¿. The patient was admitted to the intensive care unit. According to the report, there was ¿possible issues with pump and dexcom cgm.¿ after 10 days, the patient was discharged on the 18th. Medical intervention received was uncertain, but the reporter believed it to be insulin. There was no documentation of further medical evaluation or intervention for dka. At the time of the report, the patient was out of the hospital and been discharged. Of note, the patient uses a tandem pump and there was insulin pump and dexcom malfunction. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.